Event description:
It was reported when using the bd vacutainer® edta 2k are pushing back. The following information was provided by the initial reporter. The customer stated: this report is about tubes pushed back. Push backs occurred despite the usual use. In relation to (B)(4), this pr was drafted because the possibility of the tube could not be ruled out.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 06-sep-2023 h.6. Investigation summary: material #: 367846 lot/batch #: 2200093 bd japan received one (1) sample and attached eight (8) photos for investigation. The photos were reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Additionally, seventy-five (75) retention samples were visually examined, and no issues were observed relating to tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. However, it is recommended to hold the vacutainer tube in place until it has completed the entire draw and blood flow has ceased.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k are pushing back. The following information was provided by the initial reporter. The customer stated: this report is about tubes pushed back. Push backs occurred despite the usual use. In relation to (B)(4), this pr was drafted because the possibility of the tube could not be ruled out.